Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a motor rate error. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair. Review of event log history verified the report of the motor rate error. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing verified the motor rate error. The lead screw and worm coupling were replaced to resolve this issue. A worn-out battery was also replaced. Calibration and motor drive test performed and the device passed all testing.